Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016. The reporter contacted animas and alleged the pump had no power, and the patient had a blood glucose of 356 mgdl, with increased thirst and unknown ketones. Patient required no unusual treatment. During troubleshooting, it was found that the power issue had occurred just after a battery change. The patient was using the correct battery type and settings, there was no damage, and the battery cap was securely fastened. This complaint is being reported as the patient experienced hyperglycemia and the power issue could cause the cessation of insulin delivery.